Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the battery compartment is cracked. No faults found with the pump, worked good and passed all tests. The customer stated problem was not duplicated. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pumps exhibited calibration issue. No adverse effects reported.